Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture baker's grade IV. The device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, yellow particles in outer surface, white calcification, brown particles on fill channel, curved opening with striated edge per rga on radius side and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: delamination of plug strap disk shell assessed as adhesive failure. A curved striated opening assessed as surgical damage per rga. Particles on fill channel assessed as particle leakage.

Event description:
Device has been explanted.